Event description:
At the end of a tubal ligation the surgeon noticed the outer gasket of the 578sd in the pt's abdomen. The procedure was converted to open to retrieve the gasket. The rep was notified to follow up with the surgeon. It is not known at this time if the instrument is being returned. 6/10/97 surgeon had performed a laparoscopic tubal ligation, at the completion of the case it was noticed that the gasket had come off the trocar. A small laparotomy was made to retrieve the gasket. No permanent sequelae are expected. He believes that this is being the mechanism by which this gasket was dislodged. No other materials are available for eval. 6/12/97 1040 hosp contact said the product will not be released.